Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filling these late reports. It was reported that there were alarms in shops when the pt went in and out. No intervention was needed. The situation was ongoing.